Event description:
The battery door broke on a pcaii pump, and the batteries fell on to a pt. The nurse was in the room talking to the pt, and either leaned on the bed or bumped the bed slightly, and the batteries fell out of the pump onto the pt's head, causing "quite a knot". The reporter stated that the battery door was broken/cracked on the pump.